Event description:
Follow-up identified the patient's ipg was inoperable. In turn, surgical intervention was undertaken to explant and replace the ipg. Stimulation was restored post-operatively.

Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-05242011-002-r this ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would not charge. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient routinely charged the ipg until it would no longer accept a charge.